Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare professional. They reported the cause of the settings changing unexpectedly was unknown. The likely cause was the patient didn¿t mention unexpected change a last visit. The device was changed by the provider on (B)(6) 2024 and patient reported feeling sensation. The cause of the patient not feeling stimulation was not determined. When the patient saw the provider on (B)(6) 2024 they were improved and the device was adjusted. The issue was confirmed resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were still having leakage, but they had experienced some therapeutic benefit since implant. Patient stated they last connected to the implant yesterday ((B)(6) 2024) or the day before ((B)(6) 2024) and today it was at the same setting as before, but in the past they had found it was not at same setting they selected the last time they made an adjustment. Patient stated they had not felt the stimulation sensation since implant. Patient will maintain stimulation level and will continue to track symptoms. They were redirected to doctor if issue persists.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.